Event description:
A report was rec'd from infection control nurse at a medical center in which an infection developed following the use of pro osteon 500r and dynagraft putty. It was reported that a pt had a lamincetomy on 1/19/00, for lumbar stenosis in which pro osteon 500r (catalog number 5reg05, lot number 902401) and dynagraft putty were utilized. The pt was given oxacillin intraoperatively and one day postoperative. On 1/27/00, the pt began to experience wound drainage. A culture taken at the time showed pseudomonas aeruginosa. Drainage at the site and fever increased continued and the pt was treated with IV antibiotics and dressing changes. An MRI taken 1/31/00 showed early stages of osteomyelitis and fluid collection. The pt was returned to surgery on 2/2/00 at which time an epidural abscess was drained. Another culture was taken at that time for which results are pending.